Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of chronic low back pain and spinal pain. It was reported that the patient had to charge almost every day. This has happened since (B)(6) of 2015. No further complications were reported. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.